Manufacturer narrative:
Corrected data: in the initial report it was reported that the manufacturing date for the system was year 2013. However, the manufacturing site has provided the date as march 2014. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing year 2013. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a posterior capsular rupture that required a vitrectomy. The iol was placed in the ciliary sulcus. When asked if the femto procedure contributed to the capsular rupture, both the surgeon and the attending physician responded no, that it was related to phaco technique that when the phaco tip hit the posterior capsule during removal of the last quadrant. Surgeon stated he was actually happy that the femto was done because he believed the integrity of the anterior capsule was increased. They stated they do not require or request any follow up.